Event description:
I went to (B)(6) radiology for a CT scan for annual cancer screening. A bacterial pneumonia was derived. I was sick for about a month. I received antibiotic medication from my pulmonologist which eventually cleared the problem. FDA safety report ID # (B)(4).